Manufacturer narrative:
(B)(4): the root cause investigation for the reported problem is in progress through mdq-CAPA-(B)(4).

Event description:
The facility reported a colleague pump with a failure code of 813:01. It was not specified when reported condition occurred; however , review of the device event history determined that a cascade failure from this condition, failure code 808:02, interrupted delivery. The user interface module master software version is 6.13.90, which is classified as remediated. There was no documented patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual examination and functional tests were performed. Device evaluation confirmed failure code 813:01. The root cause could not be determined and no repairs performed, as this is a stay-in device. A follow up report will be submitted if additional information becomes available.